Event description:
It was reported the delivery system was leaking air. A left atrial appendage (laa) closure procedure was being performed. During preparation of a 30mm watchman laa closure device & delivery system, it was noticed that the catheter of the delivery system was leaking air. The delivery system was exchanged to complete the procedure successfully. There was no patient involvement since this happened during preparation.

Event description:
It was reported the delivery system was leaking air. A left atrial appendage (laa) closure procedure was being performed. During preparation of a 30mm watchman laa closure device & delivery system, it was noticed that the catheter of the delivery system was leaking air. The delivery system was exchanged to complete the procedure successfully. There was no patient involvement since this happened during preparation. Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The implant was not returned for analysis with the delivery system. The hemostasis valve was received in the open position. The tip, sheath and core wire were microscopically and visually inspected. Inspection revealed numerous kinks in the sheath. Functional testing of the valve confirmed the ability to flush the wds without air advancing into the device. Water was injected into the wds by attaching a syringe filled with water and applying positive and negative pressure several times. There were no leaks or air bubbles observed during water injection. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported the delivery system was leaking air. A left atrial appendage (laa) closure procedure was being performed. During preparation of a 30mm watchman laa closure device & delivery system, it was noticed that the catheter of the delivery system was leaking air. The delivery system was exchanged to complete the procedure successfully. There was no patient involvement since this happened during preparation. Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The implant was not returned for analysis with the delivery system. The hemostasis valve was received in the open position. The tip, sheath and core wire were microscopically and visually inspected. Inspection revealed numerous kinks in the sheath. Functional testing of the valve confirmed the ability to flush the wds without air advancing into the device. Water was injected into the wds by attaching a syringe filled with water and applying positive and negative pressure several times. There were no leaks or air bubbles observed during water injection. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.